Manufacturer narrative:
D10: product received on: 18apr2019. Investigation/evaluation: a review of the complaint history, device history record, document review, and quality control for the device, as well as a dimensional verification and functional test, were conducted during the investigation. The complaint device was returned in a used condition with a stiffening cannula inserted. The stiffener was unable to be removed from the catheter without destructive testing to the distal tip of the catheter. All dimensions relevant to the reported failure mode were analyzed and found that the device was manufactured within cook¿s specifications. Additionally, a document based investigation evaluation performed for lot 9161004 recorded no non-conformances relevant to the reported failure mode. A software search for complaints received on the reported lot found no additional complaints from the field. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, evaluation of the returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: quality engineer. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ptcd procedure, the physician deployed ultrathane mac-loc locking loop multipurpose drainage catheter into the cholecyst. The user found that the needle could not withdrew from the cannula. The user withdrew the complaint device and exchanged it for a similar product to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.